Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit has an error code message of data acquisition/printed circuit board assembly/ analog digital converter (da) pcba adc failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
The field service engineer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit passed the required test of the performance verification successfully.

Manufacturer narrative:
Corrected. The field service engineer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit passed the required test of the performance verification successfully. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported the unit has an error code message of data acquisition/printed circuit board assembly/ analog digital converter (da) pcba adc failed. There was no patient involvement.